Event description:
It was reported that the customer was hospitalized due to high blood glucose of 400mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. It was stated that the customer was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.